Event description:
As reported by an edwards field clinical specialist, approximately 5 years post implant of a 23mm sapien 3 valve in the aortic position, the valve was reported to be failing. The cause of the failure was reported to be stenosis. A 20mm sapien 3 ultra valve was successfully implanted in the existing valve during a valve in valve procedure. No difficulties or complications were reported. The patient was transferred to recovery in stable condition. Both valves remain implanted in the patient.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
A supplemental report is being submitted as medical records were received. The following sections of this report have been updated: b5 (describe event or problem) and b6 (relevant tests/laboratory data, including dates).

Event description:
Medical records were received. Upon review of medical records, an echo confirmed severe aortic stenosis, and possible re-stenosis of the valve. Approximately 5 years post sapien 3 implant, the patient presents with exertional dyspnea with an aortic valve area (ava) of 0.6cm with mean gradient of 33mmhg. The patient had a valve-in-valve procedure with a 20 mm sapien 3 in the aortic position. The implant was a success with excellent positioning of the valve. No procedural complications or edwards device malfunctions were listed.

Manufacturer narrative:
The 23mm sapien 3 valve was not returned as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record review was performed and did not reveal any manufacturing non-conformance that contributed to the reported event. The commander delivery system IFU was reviewed for guidance and instructions. Potential adverse events include valve stenosis. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for stenosis post implantation was unable to be confirmed due to unavailability of medical record. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'approximately 5 years post implant of a 23mm sapien 3 valve in the aortic position, the valve was reported to be failing. The cause of the failure was reported to be stenosis. A 20mm sapien 3 ultra valve was successfully implanted in the existing valve during a valve in valve procedure.' Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, due to limited information, a definitive root cause is unable to be determined. However, patient factors may have contributed to the reported event of stenosis. Other potential contributing factors are unknown as limited clinical information was provided. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action, nor pra is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted based on review of medical records. The engineers reviewed the medical records review and provided additional root cause. The following sections of this report have been updated and corrected: h6 (investigation findings, investigation conclusions [corrections]) and h10 (narrative/data). Additionally, it was noted that patient had history of hyperlipidemia, which is one of the known factors that may increase the risk for valve calcification. Tissue calcification can impede leaflet mobility leading to stenosis. As such, available information suggests that patient factors (hyperlipidemia) may have contributed to the reported complaint event.